Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed error messages (sf188, sf218 and sf219) indicating a safety assert system fault, main board error and pneumatic block error. There was no patient harm or serious injury reported as a result of this incident.